Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The end of support date for the device is 31-december-2022. The customer was aware of the end of life terms and the device remains at the customer site.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the defibrillation test failed. There was no patient involvement.